Event description:
It was reported that during a sigmoid procedure, the reload locked after two firings. It looks like the reload is damaged. There were no patient consequences. Case completed with another reload of the same product code.

Manufacturer narrative:
(B)(4). During additional inspection of the cartridge, damage was also found on the internal bottom surfaces of the cartridge possibly being the root cause of the reported event and not due to the device being clamp on a hard object.

Manufacturer narrative:
(B)(4). Damaged cartridge. Additional information was requested and the following was obtained: was the same reload attempted to be fired? "The reload locked after two firings" - it stopped after the second stroke, not second firing. Did the cartridge pan separate metal from plastic? No. Did any pieces fall into the patient? No. On what tissue type was the device used? At what location on the tissue? Bowel. Across the large bowel. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? - 1st. If echelon, during which stroke did the event occur? After 2nd. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Just a hard stop. Were any of the forces higher or lower than expected (closing, firing, or opening)? No, smooth. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Just brought back blade and opened. Is there any other additional information you would like to share about this device or procedure? No. One device was returned in good visual condition and with a green cartridge present. The reload was received partially fired. Upon further inspection, it was noted that the cartridge deck, one driver and one piece sled were damaged. This damage is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented, therefore, there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.